Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unknown whether the t1 implants were retained unsupported. The patient impact beyond is the retained t1 anchors as it was reported the first deployment of t1 anchors were left outside the joint capsule. The implants are made of a bio-composite material. It is unknown if the devices will migrate and there is potential risk for tissue inflammation and/or pain. There was no further reported patient complications. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, two (2) fast-fix flex failed in the same way. Both t2 implants did not hold on the outside of the joint capsule, they came out into the joint after deployment, both t2 were removed by pulling them out. Both t1 were left outside the joint capsule. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.